Event description:
Customer alleged the seat is cracked. No injury alleged.

Manufacturer narrative:
(B)(4) 2012 - reviewed as part of CAPA (B)(4). Cerb did not review all no MDR query results. This complaint will be filed on as a result of the retrospective review. No RMA has been initiated for this issue. Model 9630, serial number/date code is unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.